Event description:
During the tavr procedure, post valve deployment, the patient developed pulseless electrical activity (pea) and was placed on bypass for the remainder of the procedure. Per report, balloon valvuloplasty had been performed 7 days prior, and the patient had developed pea at that time, as well. The 26mm sapien valve was implanted in a 50:50 position. Post valve deployment, echo revealed no paravalvular leak, and no central aortic insufficiency (cai). No effusion or abnormal bleeding was noted during or post procedure. No other complications were reported and the patient was discharged in good condition.

Manufacturer narrative:
Upon medical record review, it was noted that the valve was deployed in good position without paravalvular leak. The aortic valve peak gradient was 8mmhg with a mean of 3 mmhg. Left ventricular ejection fraction was significantly decreased, which was consistent with pre-deployment lv function; cardiopulmonary bypass was used during the tavr procedure. According to the discharge summary, the patient developed transient complete heart block (chb) and was temporarily paced. It was later confirmed that the patient did not require a permanent pacemaker and was discharged in good condition. During review of the records, the pea arrest during the tavr procedure could not be confirmed. Per the instructions for use (IFU), arrhythmias and conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, deployment of the prosthetic valve, and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it is likely that patient factors (as, cad, previous bav and pea, lbbb), in combination with the procedure itself, caused or contributed to the chb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.